Manufacturer narrative:
DHR review was completed. Part no.: 889.836s, lot no.: aa3150, manufacturing location: (B)(4), supplier: (B)(4), release to warehouse date: 29.apr.2015, expiry date: 01.apr.2025. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight not available for reporting. Date of device migration is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient with stenosis and discopathy between l5 and s1, who was previously implanted with four screws, two rods, and 4 locking caps experienced a post-operative migration of a cage implant. The implant had reportedly been displaced and was noted to be compressing the channel. The patient is scheduled for a revision surgery on or about (B)(6) 2017. It was explained that the devices will be replaced with the expedium 5.5 as there is a greater space in the head of the screw to accommodate surgeon's need to perform a very significant curvature on the shaft to achieve the required lordosis. Concomitant devices reported: universal reduction screw, ø 6.0 mm, length 55 mm (part 04.636.655, lot unknown, quantity 4), locking cap for universal reduction screw, (part 04.636.001, lot unknown, quantity 4), 6.0mm ti soft rod 50mm (part 498.150, lot unknown, quantity 2), non-synthes drill (part qd11-43, lot h223095371, quantity 1), non-synthes drill bit (part qd8-4d, lot 64430852255, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted the patient underwent revision as planned on (B)(6) 2017. The patient status was reported as good.